Manufacturer narrative:
The device evaluation details. The product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional testing were conducted on the returned device following internal procedures. Visual inspection revealed that there was blood inside the pebax. Due to this condition, the pebax was observed under a microscope and a hole was observed on this section. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Resistance of the sensor pads on the printed circuit board (pcb) was measured, and the results were found out of specifications. Dissection at the tip area identified an open circuit. Further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The pebax issue observed during the investigation is not related to the issue reported by the customer. The potential cause of the damage on the pebax could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The force sensor error reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the open circuit could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address process opportunities related to adhesive issues and also to investigate potential manufacturing process factors related to customer complaints of force sensor error 106 caused by a force sensor disconnection. Explanation of codes: -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿106 alert code occurred after the catheter was plugged into the carto and before the first ablation (out-of-box failure)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿106 displayed on screen¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive on the wires¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿blood inside the pebax¿ and ¿a hole was observed on this section¿. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Initially reported that 106 alert code occurred after the catheter was plugged into the carto and before the first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. The catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-may-2026, it was identified that there was blood inside the pebax. Due to this condition, the pebax was observed under a microscope and a hole was observed on this section. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax on 27-may-2026 and have assessed this returned condition as reportable.